Manufacturer narrative:
The incident sample has been received and is pending a completed evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that during the initial procedure on (B)(6) 2016, the physician noted that there was peeling of coating on the surepass wire. While implanting the bifurcated device, the physician felt mechanical resistance in the pulling-back of the wire. Zooming in the fluoroscopic image, the coating on the surepass was found to be peeled off at the site adjacent to the top of the aortic bifurcation. Device delivery system was withdrawn and procedure completed with bifurcated stent graft successfully deploying. No endoleak was observed. No patient injury was reported

Manufacturer narrative:
At the completion of the complaint investigation, the clinical evaluation was able to confirm there was an issue with the sure pass wire. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event device was returned, the evaluation completed and the event was confirmed. The evaluation was not able to determine how the damage occurred as well as when during the procedure the damage occurred. The device evaluation also showed signs of a potential user error. The root cause of the reported event is unknown. After the evaluation of the information provided, there is evidence to support the following potential contributing factors, patient anatomy and a potential device use error.